Event description:
On (B)(6) 2013, 123 pads bed/chair alarms were installed in pt care rooms. By (B)(6) 2013, six monitors had been reported as broken/malfunctioning and taken out of use. The jack for the nurse and pad were not connecting completely causing the alarms to not alert staff properly. Representative notified and all 123 pads alarms were replaced on (B)(6) 2013. At the time of replacement, one alarm was found to have a defective call cord jack. There have been three add'l alarms reported after replacement with the following issues: when alarm connected to the pad the monitor was hot to touch, alarm would not reset after the 30 second delay and wiring pulling out from the bed pad.